Event description:
It was reported following a percutaneous interventional procedure, an angio-seal device was deployed. The tension spring was placed for 45 minutes, followed by manual pressure because of oozing; hemostasis was achieved. Approx three hours later, the pt complained of abdominal pain and was diagnosed with a retroperitoneal hematoma. The pt became hypotensive, requiring a 1000ml transfusion. The pt remained in the hosp as of april 2004, in stable condition. The physician stated the puncture may have been at the inguinal ligament after reviewing the pre-deployment angiogram and echocardiogram. The physician punctured higher due to a previous angio-seal deployment three months earlier and a residual lump at that site. The rep reviewed re-puncture when using the angio-seal device with the physician.